Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 29, 2004 the patient contacted lifescan alleging that his one touch meter was powering off during use. The patient did not have symptoms of high or low blood glucose levels during the time of concern. The patient took insulin following the attempted use of the meter. He visited a local medical facility to have his blood glucose tested. A result of 180 mg/dl was obtained on a surestep meter. No treatment was specified. The customer care representative educated the patient on the automatic shutoff, verified that the test strips were correct, batteries were correctly installed, battery was replaced less that 1 year ago, and the battery contacts were in good condition. The ccr walked the patient through troubleshooting and the meter powered off before the time was up. The patient neither alleged harm nor experienced injury. Based on the information available, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.